Manufacturer narrative:
H11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body. Due to the photo sample only, the report of clamp difficult to open and or close and the connection issue could not be verified. However, the sample did not meet specification as a separation between the female connector and the main body was identified.the cause of the separation was determined to be manufacturing related issue due to inadequate solvent bond. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set could not be disconnected from the patient line of the homechoice cassette. The transfer set twist clamp was very hard to close. A black ring fell off in the area between the navy blue end (female connector) and the light blue (main body) of the twist clamp along with a clear piece of plastic. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.